Event description:
It was reported that at some point for an unk procedure, the device was unable to fire clips. It is not noted how the procedure was completed.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results, as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. The anti-backup was non-functional. The batch history records were reviewed with no anomalies noted during the mfg process.